Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from fh drawer 2 failure. A field service engineer replaced the drawer slides to rectify the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer malfunctioned and failed to open. The customer noted that this issue prevented nurses from accessing specific medications, necessitating temporary dispensing by the pharmacy until the problem was rectified. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.